Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the column lift 24v power supply. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the column lift on the 9800md system malfunctioned during a procedure. The procedure was completed. There was no report of pt injury.